Event description:
Pt was revised to address suspected infection. Poly wear/pitting of the insert was found.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear consistent with contact with bone cement and/or bone. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation found evidence suggesting poor device positioning and/or sizing of the component was a contributing factor to the polyethylene wear. No conclusions could be drawn about the reported infection. No evidence was found suggesting product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.